Event description:
It was reported that upon interrogation, the pulse generator exhibited an rf telemetry anomaly. The rf antenna was not recognized and the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).